Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: d4 (expiry date). The device involved was an instrument and does not have an expiry date. The expiry date reported on the initial was filed in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: device evaluated by MFR. Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirms a material fracture to the tip of the inserter shaft.. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
It was reported that surgeon decided the hip felt a little too loose after putting in the final implants. He removed the 32+1 head and replaced it with a 32+4 head. Upon impacting the 32+5 head it appeared as though the stem subsided over so slightly. This made that +5 a little loose its them went to a +9 head . He tagged the stem down once again and we noticed the tip of the inserter was broken off. He had to remove the stem and head to ensure the piece was out of the pt. He replaced with the next stem size up and new 32+1 head. There was 20 minutes surgical delay. Doi/doe: (B)(6) 2019; unknown affected side.